Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported the patient was experiencing post-operative urinary retention. The severity of the event was noted as moderate. The event resulted with in-patient or prolonged hospitalization. It was stated to be unlikely related to the device or therapy but related to the implant procedure. The patient was given flomax and a foley catheter was inserted. The pump was also suspended as an intervention on (B)(6) 2014. The pump was reprogrammed on (B)(6) 2014. The concentration was reduced to prevent urinary retention. It was noted that the patient was voiding appropriately after the foley catheter was discontinued. The issue was resolved without sequela on (B)(6) 2014. It was later reported that the pump was infusing morphine. A follow-up report will be submitted if more information becomes available.